Event description:
Procedure: laparoscopic bowel resection. Reportedly, during the second firing something seemed to give. Surgeon completed firing the cartridge, it would not open. The surgeon was forced to convert to open and staple above the cartridge in order to remove it from the pt. Pt recovered without incident.